Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 5/18/2016: litigation received. Litigation alleges pain, inflammation, discomfort, and elevated metal ion levels. On 6/2/2015: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated osteolysis and pseudotumor. No labs were provided for the alleged high metal ion levels.

Event description:
Update may 07, 2017: legal medical records. In addition to what was previously reported, patient was revised to address stiffness. There is no new information added that changes the MDR decision. This complaint was updated on: may 12, 2017.

Event description:
Update jun 09, 2017: legal medical records received. After review of the medical record for the MDR reportability, radiograph noted hematoma, difficulty with right hip flexion and tendon tear of hip flexor. This complaint was updated on jun 20, 2017

Event description:
Complaint description: (B)(6) 2016: litigation received. Litigation alleges pain, inflammation, discomfort, and elevated metal ion levels. (B)(6) 2015: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated osteolysis and psuedotumor. No labs were provided for the alleged high metal ion levels. Update (B)(6) 2017¿ medical records received. After review of the medical records there is no new information that would change the existing MDR decision. The complaint was updated on: (B)(6) 2017. Update (B)(6) 2017 medical records received. Upon review, there was a single metal ion lab, provided for cobalt level, which was markedly < 7.0 ppb, disputing alleged elevated metal ions. Revised for "pain and stiffness". Revising surgeon indicated presence of "extensive pseudotumor...thick, dark material". Cup and stem were well-fixed. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2017. Update (B)(6) 2017: legal medical records. In addition to what was previously reported, patient was revised to address stiffness. There is no new information added that changes the MDR decision. This complaint was updated on: (B)(6) 2017. Update (B)(6) 2017: legal medical records received. After review of the medical record for the MDR reportability, radiograph noted hematoma, difficulty with right hip flexion and tendon tear of hip flexor. This complaint was updated on (B)(6) 2017. Update (B)(6) 2017: medical records received. After review of medical records, there is no new information added that changes the MDR decision. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:  product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot null. Device history batch null. Device history review null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/01/2017 medical records received. Upon review, there was a single metal ion lab, provided for cobalt level, which was markedly < 7.0 ppb, disputing alleged elevated metal ions. Revised for "pain and stiffness". Revising surgeon indicated presence of "extensive pseudotumor...thick, dark material". Cup and stem were well-fixed. There is no new additional information that would affect the existing MDR decision.